Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not hold the reservoir in place. The customer stated that when she bent over, the reservoir fell out from the insulin pump. The customer's blood glucose was 427 mg/dl. She stated that the insulin pump was chipped at the opening of the reservoir compartment. She stated that the device had neither been dropped nor bumped. She reported that the insulin pump was giving her more insulin when she did not need it. She stated that when the reservoir came out, she pushed the reservoir back in, pushing insulin into herself. She declined troubleshooting assistance for the high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump. She declined to complete the process and disconnected the call, stating that she would call back later.